Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision; asr hip resurfacing system - right; reason(s) for revision: unknown. Update: date of revision updated, crawford update (B)(4) dated (B)(6) 2011. Update from (B)(4) 2012: date of revision altered. Date of revision (B)(6) 2012 see update below. Update: received confirmation of revision date, 24 sept 2012. Patient revised on(B)(6) 2011. Update - added reason for revision, added stem details. Taken from claimsuite dated 27th april 2015. Reason(s) for revision: pain.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 19693 reason for original complaint ¿ asr revision asr hip resurfacing system - right reason(s) for revision: unknown update: date of revision updated, crawford update spreadsheet dated (B)(6) 2011. Update from (B)(6) email (B)(6) 2012: date of revision altered date of revision (B)(6) 2012 see update below update: received confirmation of revision date, (B)(6) 2012. Patient revised on (B)(6) 2011 update - added reason for revision, added stem details. Taken from claimsuite dated (B)(6) 2015 reason(s) for revision: pain update (B)(6) additional information received from crawford: correct surgery date: (B)(6) 2008 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.